Event description:
Patient is a paraplegic and using this specialty bed with the rails up. Patient using rails to pull himself up in bed. While pulling self up with rails, one of the rails collapsed causing patient to fall out of bed. The patient was placed in this bed and did have some problems with the side rail collapsing when pulling himself up. The manufacturers representative was notified and came out to the hospital to repair the bed and said it was repaired before he left and the bed was returned to service. It was after the "repair" that the side rail collapsed again and the patient fell. I am not sure how long after the repair this happened. A new bed from a different company was requested and patient was placed in the new bed. The clinitron bed is a rental bed. The only treatment that was required for the patient was the provision of a brace to ensure stability of the fracture. As the patient is paraplegic, medical management was elected.